Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient needed to frequently charge the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient needed to frequently charge the ipg. The patient will undergo an ipg replacement procedure.